Manufacturer narrative:
The insulin pump received with blank display due to connector on interface board and broken solder joint. The insulin pump received with broken reservoir tube lip, cracked battery tube threads, minor scratches on lcd window, and scratched reservoir tube window.

Event description:
It was reported that the customer had an issue with the rubber ring falling out of the reservoir area. Customer stated that the rubber gasket came out and she lost it. Customer stated that it occurred about a week ago. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.